Manufacturer narrative:
The device was not returned for evaluation. Instead, the device log files were provided. Review of the device log confirms the customer's report. However, without receipt of the device, further root cause analysis could not be performed. This claim will be closed as observed in the provided device data. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device extended time to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.